Manufacturer narrative:
H6: evaluation method: a work order search for the lens was performed. Results: visual inspection of the lens showed the optic was torn, one haptic torn off, and the other haptic torn off missing. There was evidence of surgical residue. No similar complaints found within the work order. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.

Event description:
A 3-piece silicone lens model aq2010v was implanted and the haptic broke during insertion. The cause of the lens damage was unknown. The lens was implanted and removed without pt injury. An msi-tm injector and aq cartridge fp were used, but the lot numbers were unknown.